Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and disorientation. Reportedly, the cause was related to customer's pump basal rate and carb ratio settings. The customer required assistance from parent to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.